Manufacturer narrative:
The customer is ordering a replacement unit from their distributor. The customer will not send back the unit as it was disposed of. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the plastic latch was broken off the ultrasonic air sensor (uas). As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.